Manufacturer narrative:
12 strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. All testing with the returned strips produced acceptable results.

Manufacturer narrative:
The customer performed qc on the meter before, and after the event, al results were acceptable. The customer's meter and test strips were returned for investigation. The customer's meter was tested using retention strips, and retention controls. Testing results (level 1 qc range: 30 - 60 mg/dl): qc 1: 46 mg/dl; qc 2: 44 mg/dl; qc 3: 45 mg/dl. Testing results (level 2 qc range: 261 -353 mg/dl): qc 1: 309 mg/dl; qc 2: 306 mg/dl; qc 3: 306 mg/dl. All results obtained with the returned meter were within acceptable range. Routine retention testing is performed. Retention testing data is reviewed ,and appropriate actions are taken as needed. The investigation with the returned test strips is ongoing.

Event description:
The initial reporter received questionable results for 1 patient on an accu-chek inform ii meter serial number (B)(4). At 11:14 am, the meter result was 441 mg/dl. The operator did not believe the initial result, and repeated the test. At 11:16 am, the meter result was 148 mg/dl. The patient's average blood glucose is 140 mg/dl.